Event description:
The product was used during an endoscopic cholecystectomy procedure. Reportedly, the clips scissored. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.